Manufacturer narrative:
The customer's calibration and qc were ok. The customer's sample pre-analytics were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed system performance testing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 6000 e 601 module. The initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. The patient¿s initial hcg result was 5.16 miu/ml, and the patient¿s repeat results were 299.1 miu/ml and 200 miu/ml. Hcg reagent lot number was 45406000 with an expiration date of 31-may-2021.